Event description:
Patient reported that sometime during the night the device did not beep to alert pt that their insulin cartridge was empty (device's error history was not checked following the event). When patient awoke in the morning, their blood glucose was 450 mg/dl, and their insulin cartridge was empty. Patient then changed multiple components, but could not get device back into run mode--device would not respond to button pushes (device did not generate any errors). Patient switched to back-up device and delivered a 20-unit insulin bolus.